Manufacturer narrative:
Device evaluation : lens was returned taped to a post it. Visual inspection found residue on lens surface. Returned in pieces, unable to remove from tape. Unable to evaulate. (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -13.0 diopter, implantable collamer lens was explanted for not being placed correctly. It was reported that the lens was replaced. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.